Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller would not recognize the battery when connected and the battery would not provide power to the controller. The battery will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection and functional testing. The battery was able to adequately be recognized and provide power to the controller. Additionally, all led indicator lights functioned as intended on the battery display. As a result, the reported event could not be confirmed. Based on the available information, a possible cause of the reported "no power" event can be attributed, but not limited to a marginal connection between the battery and controller. If information is provided in the future, a supplemental report will be issued.